Event description:
Plaintiff alleges that as a direct and proximate result of continued and repeated use of latex gloves she has suffered severe and irreversible type I latex allergy. Plaintiff further alleges the need to resign her nursing career and will continue to suffer substantial loss of earnings. Plaintiff alleges suffering from sneezing, coughing and tearing as a result of sensitization.